Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: dilatation catheter: 2.25x15mm trek, guide wire: luge. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. The reported patient effect of dissection, as listed in the xience xpedition everolimus eluting coronary stent system electronic instructions for use, is a known patient effect that may be associated with the use of coronary stents. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the patient underwent a stenting procedure to treat the target lesion in the heavily calcified 1st diagonal artery. Pre-dilatation was performed using a 2.0 x 8 mm trek dilatation catheter and then a 2.25 x 12 mm trek dilatation catheter. A 2.5 x 12 mm xience xpedition stent delivery system was advanced into the patient anatomy and difficulty was encountered during advancement due to the calcified lesion. Force was applied; however, the stent delivery system (sds) was unable to cross. The sds was removed without difficulty. Upon removal, it was noted that the stent dislodged in the area of the ostial diagonal artery. A snare device was advanced; however, the stent could not be retrieved. A 2.25 x 15 mm trek dilatation catheter was then advanced and was inflated to 14 atmospheres (atm) to crush the dislodged stent to the vessel wall. A dissection was then noted in the in the area of the bifurcation of the left anterior descending artery and the diagonal artery. A 2.75 x 23 mm xience xpedition stent was deployed to treat the dissection. The target lesion was treated with only balloon dilatation. No additional information was provided.